Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that he inspected and tested the iabp and was unable to duplicate the reported issue. The fse completed all diagnostics, condensation removal processes, and performance tests and the unit passed with no failures. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer, cleared for clinical use.

Event description:
The customer reported receiving a "gas loss in iab circuit" alarm while the intra-aortic balloon pump (iabp) was in use on a patient. The customer reported that the patient was becoming more unstable and they switched the patient to a cs300 which seemed to correct the problem. No adverse event has been reported.